Event description:
It was reported that the collimator on the 9900 system stuck during boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.